Manufacturer narrative:
Additional information was received that the tachycardia and complete heart block (chb) were noted following the valve implant. The ventricular septal defect was noted three days post-implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, asystole was noted and the temporary pacemaker was turned on to pace. The following day, an echocardiogram showed a new ventricular septal defect. No treatment was prescribed. Additionally one day post-implant, an electrocardiogram (ECG) showed sinus tachycardia with complete heart block (chb). Subsequently, three days post valve implant a permanent pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.